Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, provided necessary information, and confirmed that the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the issue reappeared.